Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, black particulates were observed inside the return screwed connector and line. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to an operator error during manufacturing. Particles can get trapped in the filter when the blood header is glued on the filter's shell. The blood header gluing is completed via an automated machine. After gluing, there is a 100% visual inspection of the blood headers and filters¿ potting to detect and scrap defects located there. During priming, those particles would then move towards the return line, hence why the pictures show the particles at the level of the return line and screwed connector. The operator most likely missed the particulate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an unspecified particulate was observed inside the tubing of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.